Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device stopped working mid harvest and would not activate, completely stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test; it did not activated when the toggle was pulled to its most proximal position . No energy was delivered to the jaws . The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. Both the connecting wires to the switch were broken and not connected to the switch. The location of the broken wires is on the exposed metal section just after where the wire insulation ends and before the exposed wire is soldered to the switch. No contamination was seen on the switch. Based on the results of the evaluation, the reported complaint was confirmed for the reported failure mode ¿failure to deliver energy" specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro device stopped working mid harvest and would not activate, completely stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.